Event description:
A cardiac molecular imaging (cmi) coordinator reported that a technologist, removing a cardiogen-82 (rubidium rb 82 generator) from service, found liquid radioactive contamination in the bottom of the well chamber of the infusion system. A syringe was used to remove approximately 120 milliliters of saline from the well of the infusion system, and the liquid was placed in the liquid radioactive waste storage. Decontamination procedures were followed. The infusion system well was wiped dry with paper towel(s). All radioactive waste was placed in approved radioactive waste storage. A wipe test was performed according to established procedures and the results of the first showed contamination above background levels (188 net cpm; background 113 cpm). This incident has no impact on patient treatment. All quality control procedures passed while the generator was in use which verifies that patient treatments were within all requirements. The manufacturer was contacted for assistance and it is planned that the generator will be shipped back for investigation. We will follow the manufacturer's instructions for the shipment. A new generator has been placed in the infusion system so that patient care can continue. During the generator¿s entire use (useful life), we strictly adhered to bracco¿s calibration, generator eluate testing and quality assurance protocols; therefore, patient treatment was not affected nor of any concern. No medical events occurred. Manufacturer response for rubidium rob 82 generator, bracco cardiogen-82® model 1700 infusion system (per site reporter) a call was placed to (bracco clinical applications specialist). He instructed cmi personnel to follow bracco¿s guidance to ensure that all procedures were properly followed. A call was received from (bracco director clinical applications) to discuss all findings and evaluate the results of our internal investigation. The cause of the generator leakage is unknown at this time. The generator, identified above, will be returned to ge healthcare. The generator will be prepared for shipment, as directed by bracco. Once ge healthcare receives the generator, they will store the generator until radiation levels are acceptable. After that they will perform an investigation and prepare a written response/report for our facility.